Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification and the customer reported issue of no sound could not be reproduced during evaluation. Evaluation found that the speaker was working normally. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a speaker with no sound. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.